Event description:
It was reported that the patient slipped on water, causing the ilet touchscreen to fracture, after which the screen was unusable and the device could not be operated; the device component involved was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture to the touchscreen consistent with impact damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.